Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation: >0 at end of duration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump's user settings showed that the insulin on board duration was set 3.0 hours. A test was performed with 10u bolus and a duration period of 3.0hrs. After the 3.0hrs the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to functioning properly. The alleged issue could not be duplicated.